Event description:
It was reported that the user awoke to a blood glucose of 53 mg/dl while using the ilet, with the cause of the hypoglycemic event unclear and no alerts or alarms described, and the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for self-treatment and additional follow-up for information and a blood glucose questionnaire. Investigation included a review of available case details. Investigation of this case revealed no device malfunction was identified and no component-specific issue was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.